Event description:
It was reported that the right ventricular lead and right atrial (ra) lead had dislodged. Leads were repositioned, however within a month, both leads again dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model 4076-52 implantable pacing lead implanted: 2013-(B)(6). (B)(4).